Manufacturer narrative:
(B)(4). Incorrectly included statement regarding boston scientific corporation promus device. Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen, consistent with preparation. The balloon was flat, which can be consistent with multiple/high pressure inflations. There was no damage noted to the tip as reported. There were two kinks in the inner member 2 mm and 5 mm proximal to the proximal end of the tip an attempt was made to measure the inner diameter of the guide wire lumen past the tip; however the pin gauges would not advance due to the kinks in the inner member. The inner diameter of the guide wire exit notch was measured and met manufacturing criteria. A new indeflator, filled with water, was used to pressurize the balloon to the rated burst pressure (rbp) of 14 atm. The balloon inflated to rbp with no anomalies noted. However, it was observed that the inner member was collapsed proximal to the distal balloon marker, for a length of 1cm. Negative pressure was pulled and the balloon deflated flat. A new guide wire was attempted to be back loaded through the returned balloon catheter, but the guide wire would not advance past the kinks in the inner member. Inner member collapse can occur if a guide wire is not inserted into the guide wire lumen during inflation or during preparation for use; however, it is unknown if the inner member collapsed during use and a conclusive cause could not be determined for the noted inner member collapse. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for tears in the packaging for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulties could not be determined. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. All dilatation catheters are 100% visually inspected and checked for proper guide wire movement on the manufacturing line.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the target lesion was in the mid left anterior descending with mild tortuosity and mild calcification with 99% stenosis. Pre-dilatation was performed with the 2.5 x 15 mm trek at 6 atmospheres for 30 seconds. Resistance was felt with the advance guide wire when the balloon was removed. After removal from the anatomy, the tip was noted to be smashed. The same advance guide wire was used without issue with another of the same size trek. No patient effects were reported. No additional information was provided.